Event description:
A report was received that the patient had a pocket site infection. The physician did not believe that the infection was device related. The patient was prescribed antibiotics. The patient underwent an explant procedure and was reportedly doing well following the procedure.

Event description:
A report was received that the patient had a pocket site infection. The patient was prescribed with antibiotics. The patient underwent an explant procedure and was doing well following the procedure.

Manufacturer narrative:
(B)(6) 2013. Implant date: (B)(6) 2013. Additional suspect medical device components involved in the event: model #:sc-2218-50 serial #: (B)(4)/512419, description:,linear st lead, 50cm model #: sc-4316, serial/lot #: 15909280, description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility.